Event description:
It was reported that during a laparoscopic nephrectomy, three devices were used and the devices would not open. There is no add'l info available at this time. Another device was used to complete the case with no pt consequence.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.